Event description:
It was reported that the patient received inappropriate shocks. The right ventricular (rv) lead triggered a lead integrity alert (lia) for non-physiological oversensing with a high number short interval counts (sic). The lead was capped and replaced. It was also reported that the implantable cardioverter defibrillator (ICD) device dropped in battery voltage and had a shorten longevity resulting from the high number of shocks. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Performance data was collected from the device and was analyzed. Analysis of the device memory was performed and indicated battery voltage of 2.6237v. Low due to recent charge activity. (B)(4).